Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2015 with the following findings: there were unexplained pump reboots observed in the black box. The battery compartment was cracked. The returned battery cap had stripped threads and was unable to attach to the pump, so pump reboots were duplicated. A test cap was able to attach to the pump. The pump was run on a 24 hour basal program using the test battery cap and there was no intermittent power or reboots. The pump was opened and there was no evidence of internal moisture found.